Event description:
The user reported that printing from user interface failed during session, although paper was loaded.

Manufacturer narrative:
January 15, 2010 - this event concerns a device that was manufactured and used outside the united states. (B)(4) the programmer files were reviewed since the devices were not returned. It most probably resulted from a printer initialization problem. The programmer was rebooted, and this has probably solved the problem. The analysis confirmed the reported event that occurred during the real time printing of a threshold test. The root cause of the printing failure couldn't be established with certainty; nevertheless, it most probably resulted from a printer initialization problem. Reportedly, the programmer was rebooted, and this has probably solved the problem. If similar event would recur with the same programmer, smartview should be re-installed. In case this would not be sufficient, the programmer should be sent to after sales services.